Event description:
It was reported that this pacemaker inappropriately stored a signal artifact monitor (sam) episode due to electromagnetic interference (emi). No adverse patient effects were reported. At this time, this device remains in service.